Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pace impedance and noise at routine follow up. Lead damage was suspected but could not be confirmed and a revision procedure carried out the following day. The patient's chronic lead was surgically abandoned while their existing device was explanted. A new system was implanted on the patient's opposite side. No additional adverse patient effects were reported. The device is not expected for return and analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.